Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted in the heart and negative pressure was applied for flushing before insertion of the catheter, air was aspirated. The air was aspirated several times, but with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.